Manufacturer narrative:
(B) (4).

Event description:
The pump was refilled. Two days later the pt experienced hallucinations and a return of spasticity. The hallucinations stopped, but the pt continued to have increased spasticity 1.5 weeks later. The pt was scheduled to return to clinic to check the pump reservoir volume. The hcp specifically wanted to determine if the pump was accessed properly or if instead a pocket fill had occurred. Additional info has been requested. A follow-up report will be submitted if add'l info becomes available.